Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the second pod8¿s pusher assembly. The pusher assembly was kinked approximately 126.0, 131.0, and 133.0 cm from the proximal end. The introducer sheath was cut approximately 110.0 cm from the distal end. The embolization coil was intact with the pusher assembly and kinked in multiple locations throughout its length. Conclusion: evaluation of the first returned pod8 revealed the introducer sheath was deformed near the proximal and kinked near the distal end. This damage likely occurred due to forceful manipulation of the pod8 during positioning for insertion into or advancement through a microcatheter. The damage observed on the introducer sheath likely contributed to the resistance experienced by the physician when attempting to advance the pod8 through the px slim. Further evaluation revealed the pusher assembly and embolization coil were kinked. This type of damage typically occurs due to forceful advancement of the pod8 against resistance. Evaluation of the second returned pod8 revealed the introducer sheath was cut near the proximal end. The proximal segment of the cut introducer sheath, which includes the friction lock, was not returned for evaluation. Therefore, the root cause of the resistance experienced by the physician when attempting to advance the second pod8 into the px slim could not be determined. Further evaluation revealed the pusher assembly and embolization coil were kinked. This type of damage typically occurs due to forceful advancement of the pod8 against resistance. The px slim mentioned in the complaint was not returned for evaluation. Pod8s are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00795.

Event description:
The patient was undergoing a coil embolization in the right internal iliac artery (iia) using pod8 coils. During the procedure, the physician advanced another manufacturer's catheter into the target vessel and then advanced a px slim delivery microcatheter (px slim) through the catheter. While advancing the first pod8 coil through the px slim, the physician experienced resistance and was unable to advance the coil any further. The pod8 coil introducer sheath was then removed and the physician attempted to advance the coil further into the px slim; however, only approximately 30 centimeters of the coil advanced into the px slim. Therefore, the pod8 coil was removed. The physician then opened a new pod8 coil and attached another manufacturer's y-connector to the hub of the px slim in order to advance the pod8 coil pusher assembly by pushing the tip of the introducer sheath into the hub of the px slim. However, while attempting to advance this second pod8 coil into the px slim, the physician encountered resistance and noticed that the introducer sheath was bending. Therefore, the second pod8 coil was removed and the procedure was completed using nine coils from another manufacturer and the same px slim. There was no report of an adverse effect to the patient.